Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer needle is confirmed; however, the exact cause could not be determined. One 4fr groshong catheter kit was returned for evaluation. An initial visual observation revealed 1 introducer needle, 1 guidewire, 1 safety scalpel, 1 microintroducer, 1 groshong catheter with stylet, 1 statlock, 1 suture wing, 1 end cap and 1 two-piece connector assembly were returned. Use residue was observed on the guidewire and introducer needle only. The cannister of the safety mechanism was present; however, the safety clip was not returned. A clear fluid was observed within the needle. A microscopic observation of the introducer needle revealed some scratches near the crimp, suggesting the safety clip was once present within the cannister of the safety mechanism. The tip of the needle bevel was observed to be deformed. It is unclear whether the safety mechanism and needle tip damages occurred during manufacturing, transportation, storage or handling of the device; therefore, the exact cause could not be determined at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported introducer needle of PICC line set was faulty and thus they were unable to do the PICC procedure for the patient. No injuries to patient. On (B)(6) 2025, it was found during an investigation the tip of the needle bevel was observed to be deformed.